Event description:
It is reported that following a surgery performed on (B)(6) 2011, the screw head broke off in the patient. A revision surgery was reported to be scheduled for (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.